Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose this morning was 438 mg/dl and at the time of incident blood glucose was unknown and current blood glucose is 502 mg/dl. It also stated that drive support cap was normal. The customer declined troubleshoot for high blood glucose. The customer treated high blood glucose with food. The customer also reported that the blood glucose was goes down all month and blood glucose level was 60 mg/dl which treated with glucose candy. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.